Event description:
It was reported that an asymptomatic patient presented with noise over-sensing and inappropriate automatic mode switches on the right atrial lead. Lead was capped and replaced on (B)(6) 2024. Patient was stable.